Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 157 mg/dl. Customer stated that when they went to enter their carbs, the pump had a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.